Manufacturer narrative:
This device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The battery interconnect board was replaced as a precaution. The device was recertified and returned to the customer. The battery and accesories used were not returned as part of this investigation. Review of the log showed users attempted to charge the device five times and received a charge timeout fail each time. Once the battery was reseated, they were able to deliver two 200 joules. Analysis of reports of this type has not identified an increase in trend.